Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during the lobectomy of lung surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.